Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood transfer device, dispensing speed is slow for an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-june-2025. Investigation summary: bd received six samples and photos for investigation. The samples were divided for visual and functional tests. Three samples underwent visual inspection for various defects, while the other three were subjected to functional tests. All tests met the acceptance criteria. Additionally, 12 retained samples were visually inspected, and six retained samples underwent functional tests, all yielding acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device, dispensing speed is slow for an unspecified number of devices. No adverse impact was reported regarding the patient or user.